Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up. A device interrogation revealed episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t wave oversensing. Programming interventions were made.